Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 17238468, model/catalog description: artisan lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients leads were disintegrated and the contacts had fallen off. The patient underwent a lead explant procedure and was doing well postoperatively.